Event description:
It was reported that pump touchscreen was cracked and shattered leaving display illegible and touchscreen unresponsive so pump could not be operated. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider.